Event description:
A non health care professional reported that after intraocular lens implantation surgery vision is sometimes blurred, shadowed, and unclear. Still haven't achieved perfect vision. Additional information has been requested and received stated that the customer continued to have difficulty reading near and far.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
After all the exams, the surgeon performed laser procedure on both eyes to completely resolve the problem. The expected result was completely negative, as the patient vision was now worse than before the procedure. There are two medical device reports associated with this file. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).